Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient was on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized for the peritonitis and started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. Six days after admission, the patient was discharged from the hospital. At the time of this report, the patient remains on vancomycin therapy and is recovering. It was not reported if the patient was retrained on proper aseptic technique prior to discharge from the hospital. No additional information is available.